Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 2/16: customer reports a male, approximately (B)(6), having a ureteroscopy for stones under general anesthesia when fluoro failed. After approx one hour delay, the pt was moved to another room for completion of the procedure. No reported injury.